Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cone biopsy, loop electrosurgical excision procedure and dysplasia. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced peripheral swelling ("mine was my left foot and ankle too foozi"), tooth disorder ("my teeth did the same"), anxiety ("anxiety") and arthritis ("joint inflammation") and was found to have weight decreased ("am down 8 ibs of swelling") and weight increased ("steady gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, peripheral swelling, weight decreased, weight increased, tooth disorder, anxiety and arthritis outcome was unknown. The reporter considered anxiety, arthritis, medical device removal, peripheral swelling, tooth disorder, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2000: social media: new reporter and event steady gain, proceed with fu-up 3. On 23-mar-2020: social media: new reporter and event my teeth did the same, anxiety added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.